Event description:
The company was informed that the pt was unable to hear with the internal device and several electrodes showed out of range impedances. A cat scan showed that the electrode was placed in the tympanic cavity. A surgery to reposition the electrode of the pt's device has been performed.